Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the y-site component (clearlink) of a clearlink system continu-flo solution set. The issue occurred while priming the line; when the fluid reached the y-site, "it pushed it out". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e4, g2, d9, h3, h6 (update codes), h10, h11 h11: the actual device and four (4) companion samples were received for evaluation. Visual inspection of the returned sample showed the tubing was separated from the second y-site (clearlink) in the upstream part. A lack of solvent was observed during the examination of tubing. The solvent was not applied uniformly in the tubing. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The pull test, pressure test and clear passage test were performed on the unused samples, and no defect was observed. The reported condition was not verified in the companion samples. The reported condition was verified in the actual sample. The cause of the issue was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.